Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 pen ndl 32g 6mm 3b tw 70ct jpn were unable/difficult to prime prior to use. The following information was provided by the initial reporter; when priming, insulin didn't come out at all. The insulin is novo's ryzodeg. The customer has already asked novo to investigate the pen. At the pharmacy, the pharmacist attempted to operate the pen needle together with the patient and confirmed that drug didn't come out with 2 pen needles.

Event description:
It was reported that 2 pen ndl 32g 6mm 3b tw 70ct jpn were unable/difficult to prime prior to use. The following information was provided by the initial reporter; when priming, insulin didn't come out at all. The insulin is novo's ryzodeg. The customer has already asked novo to investigate the pen. At the pharmacy, the pharmacist attempted to operate the pen needle together with the patient and confirmed that drug didn't come out with 2 pen needles.

Manufacturer narrative:
H.6. Investigation: four open and 63 sealed 32g x 6mm pen needle samples and four photos were returned from lot. No. 9121516, cat. No. 320738. A clog test was carried out on the four open samples and twenty six sealed samples as per tp700483 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identifiedsee h.10